Manufacturer narrative:
Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 15 alarms noted during testing however, pump error 15 alarm is found in the formatted history file due to a software error as per global logic analysis. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customers states that it was a second pump error alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.